Event description:
It was initially reported by the physician that pt had a suicidal gesture/attempt. There was believed to be no intent, it was purely a manipulation gesture. The pt was believed to not be in any danger of threatening their life as a result of the suicidal gesture/attempt. There was no relationship to the pt's medications and a possible relationship to the pt mental disorder. Pt had previously, their generator temporally disabled ((B)(6) 2010) to have electroconvulsive therapy. It is unk at this time if device was enabled during the pt's suicidal gesture/attempt. Good faith attempts have been unsuccessful to date.